Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch connection issue. A field service engineer experienced no failure but applied conductive grease to the spade connectors on the latch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. The customer stated that the refrigerator lock was not working properly, and the issue occurred when issuing medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.